Event description:
The reporter indicated that lead impedance of more than 2000 ohms was measured. No pacing and sensing were observed, and a lead fracture is suspected. The pacer was reprogrammed to the vvi mode.